Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported he experienced low blood glucose. Customer stated his insulin pump did not alert him he was going low. Customer stated that the sensor was reading over 90 mg/dl but his blood glucose was at 35 mg/dl. His wife woke him up because he was going into convulsions and sweating. Customer declined to troubleshoot for low blood glucose as he stated that it was caused by him not eating as much as he needs to. Customer also stated that in the morning he went to work and his sensor was reading high up to 300 mg/dl but his blood glucose was lower; there was a difference over 100 points between glucose readings. Nothing further reported.